Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized with low blood glucose of 39 mg/dl and was treated with intravenous drip. The customer was preparing dinner at the time of the incident. During troubleshooting; the customer stated that the drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field and passed the displacement test. The settings were correct. The customer also mentioned receiving calibration errors and change sensor alerts. Current blood glucose is 178 mg/dl. The customer would follow up with doctor.